Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was electrocardiogram (egm) anomaly. There were egms recorded, but no egms transmitted. It was noted that the episodes were available in the session record, but the egms were invalid. Patient was not seen in the clinic and no intervention was performed. Patient was stable. This was noted to be purely a diagnostic issue where the data the physician wanted did not transmit via merlin.net.